Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact person: (B)(4).

Event description:
It was reported that the ventilator generated an alarm for software error. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The reported alarm could not be duplicated and the ventilator passed pre-use checks. No parts were replaced and the ventilator was cleared for clinical use. Ventilator logs were downloaded. The investigation of the provided ventilator logs shows that the ventilator generated the alarm for software error once directly at start up from standby mode followed by alarms indicating stop of ventilation. The technical error code indicates a patient category mismatch between breathing and monitoring subsystems. The reported problem was not reproduced and no parts were replaced. The exact root cause of the event has not been determined. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact person: (B)(4).

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).